Event description:
Snf legs: it was reported that the filter legs did not open. The filter did not meet the vessel wall at the planned location. The filter was placed in the vena below the renals. The filter remains implanted.